Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube) /essure coil perforated through left corner and attached to bowel"), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal adhesions ("migration of essure device location of device: attached to bowel /essure coil perforated through left corner and attached to bowel"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping /pain/lower abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), vulvovaginal rash ("vaginal rashes"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (ablation and undergo one or more surgeries to remove one or more essure). Essure was removed on (B)(6)2016. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, genital haemorrhage, abdominal adhesions, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, vaginal infection, vulvovaginal rash, migraine, headache, dyspareunia, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal adhesions, abdominal pain, abdominal pain lower, alopecia, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and vulvovaginal rash to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Lower abdominal pain, heavy bleeding the device was activated and released and 1 loop was found at the edge. In a similar fashion the tubal device was placed in the left ostia. It was activated and released and 3 loops were found left in the cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs received. Reporters information updated. Event:ablation, abnormal bleeding (general) , abnormal bleeding (vaginal, menorrhagia) , infection (other) describe: vaginal ,rashes or skin conditions type: vaginal , migraines / headaches , migration of essure device location of device: attached to bowel , dyspareunia (painful sexual intercourse) , vaginal discharge , perforation (fallopian tube(s) , hair loss were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more essure). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube) /essure coil perforated through left corner and attached to bowel"), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain"), device dislocation ("migration of essure device location of device: attached to bowel /essure coil perforated through left corner and attached to bowel") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping /pain/lower abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), vulvovaginal rash ("vaginal rashes"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and cyst ("possible cyst"). The patient was treated with surgery (ablation and undergo one or more surgeries to remove one or more essure). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, device dislocation, abdominal pain, vulvovaginal pain, vaginal haemorrhage, vaginal infection, vulvovaginal rash, migraine, headache, dyspareunia, vaginal discharge, alopecia and cyst outcome was unknown and the genital haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, cyst, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and vulvovaginal rash to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal?: yes. Lower abdominal pain, heavy bleeding, the device was activated and released and 1, loop was found at the edge. In a similar fashion the tubal device was placed in the left ostia. It was activated and released and 3 loops were found left in the cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2019: new pfs received. New lawyer added. Event cyst nos was added. Outcome for heavy bleeding and lower abdominal pain was updated to recovered and resolved. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more essure). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube) /essure coil perforated through left corner and attached to bowel"), menorrhagia ("menorrhagia"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 774394) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device dislocation ("migration of essure device location of device: attached to bowel /essure coil perforated through left corner and attached to bowel"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping /pain/lower abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("vaginal infection"), vulvovaginal rash ("vaginal rashes"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss"). The patient was treated with surgery (ablation and undergo one or more surgeries to remove one or more essure). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, genital haemorrhage, device dislocation, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, vaginal infection, vulvovaginal rash, migraine, headache, dyspareunia, vaginal discharge and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and vulvovaginal rash to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Lower abdominal pain, heavy bleeding the device was activated and released and 1 loop was found at the edge. In a similar fashion the tubal device was placed in the left ostia. It was activated and released and 3 loops were found left in the cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.